Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a manufacturer representative (rep) regarding patients (pt)s who was implanted with an implantable neurostimulator (ins). It was reported that hcp had a couple pts complain of shocking at battery site while charging intellis battery. He didn¿t know pts names. Rep asked that next time pt complains of that to let us know pt name and we can do impedances check on their system. Factors contributing to the issue and actions taken are unknown. It is unknown if the event resolved.